Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating (seizures, pain, nausea). Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the inferior vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant via the right common femoral vein on (B)(6) 2015 due to dvt and pe. Per records provided by plaintiff, no retrieval attempt has been made to date. The plaintiff alleges seizures, ¿shocking¿ pain, bone pain, and nausea.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-01016. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-01225, follow up #1. This was in reference to william cook (B)(4) MFR report # 3002808486-2016-01016. Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation- the product was not returned to assist with the investigation. No information related to the event has been provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. The device was manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. There is no evidence to suggest a device failure. We have notified the appropriate internal personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference #3002808486-2016-01016. Additional information provided on 11oct2016 determined this device was manufactured by cinc. (B)(4). Evaluation- the product was not returned to assist with the investigation. No information related to the event has been provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. The device was manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. There is no evidence to suggest a device failure. We have notified the appropriate internal personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.